Event description:
A customer reported that their pump was unable to detect the cartridge, leading to a series of cartridge errors. There was no reported adverse impact to the customer's blood glucose level. The customer was awaiting the return of the pump for further evaluation, and a replacement pump was already assigned to ensure continued insulin therapy.